Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact height and width were not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery cap contact height and width were found to not be within specifications and the battery cap had stripped threads. The pump was evaluated and there was no defect found. This report is based on the results of the battery cap investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.